Manufacturer narrative:
Per labeling, if you do not recharge the ipg within 30 to 90 days after the loss of stimulation, the ipg may lose its ability to be recharged. If the ipg cannot be recharged, it will have to be surgically replaced to continue stimulation therapy.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced to address the issue.